Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "wear and/or deformation of articulating surfaces." Product location unknown.

Event description:
It was reported a clinical patient underwent an initial right total hip arthroplasty on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2007 due to an abcess and granuloma. The patient was further revised on (B)(6) 2011 due to poly wear and osteolysis. Operative report noted well-fixed stem during the procedure. The poly liner and modular head were removed and replaced.